Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their aligners when they remove them their two front teeth push inward. The aligners are not fitting and causing pain. Their dentist informed them that they are developing an overbite from them. This is a contraindicated patient for crowns.